Event description:
It was reported that the pt is experiencing pain in left leg. Pt is having trouble lying in bed. Pt is also experiencing throbbing in tailbone. Pt states that the pain is more aggressive in the right hip but is still experiencing pain in the left hip.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.